Event description:
Based on the customer's account of the event, during deployment the AED advised a shock and no shock was delivered. (B)(4).

Manufacturer narrative:
Method: based on the customer's account of the event, the device has not been returned for eval. Conclusion: this report is being filed as it cannot be concluded that recurrence would not cause or contribute to a death or serious injury.